Event description:
It was reported by the customer that a pyxis medstation es system label maker not printing, which causes delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that label maker not printing due to software issue. A technical support specialist dialed into the station and observed there are 31 pending documents in print queue. The engineer proceeded to clear the print queue in order to address the issue. The system functioned as intended after troubleshooting.